Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr fused to the wire. The target lesion was located in the right coronary artery. A 1.50mm rotalink plus and a rotawire were selected for use. During procedure, it was noted that the burr fused to the rotawire. The procedure was completed with another of the same device. No complications reported and the patient was fine.

Event description:
It was reported that the burr fused to the wire. The target lesion was located in the right coronary artery. A 1.50mm rotalink plus and a rotawire were selected for use. During procedure, it was noted that the burr fused to the rotawire. The procedure was completed with another of the same device. No complications reported and the patient was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by the manufacturer. The device was returned for analysis. The device returned inside of a burr sheath; besides, a disassembled white housing was received together with the rotawire. Many attempts to release the guidewire were performed, however, it was not possible. The spring tip of the guidewire was unraveled and only a small section of the spring was attached to the core wire; the another section was not returned. Besides, the guidewire body was kinked in different sections; the distal tip was also kinked. Dimensional inspection revealed that the outer diameter (od) of the middle of the device and proximal section were within it's specification. However, the overall length and outer diameter of the distal tip could not be performed due to device condition (spring tip unraveled).